Event description:
A CT scan revealed a uterine rupture [uterine rupture]. The patient reported abdominal and shoulder pain during and after the use of the jada. [Abdominal pain]. The patient reported abdominal and shoulder pain during and after the use of the jada. [Arthralgia]. Case narrative: this spontaneous report originating from united states was received from a nursing director (also reported as hospital administrator) referring to a female patient of an unknown age via clinical account specialist (cas). The patient's medical history included pregnancy and delivery. The patient's concurrent conditions, drug reactions or allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intrauterine route (lot # and expiration date were not reported) for postpartum hemorrhage. The patient had abdominal and shoulder pain (abdominal pain) (arthralgia) during and after the use of the vacuum-induced hemorrhage control system (jada system). The computed tomography (CT) scan revealed a uterine rupture. The rupture required surgical repair. The patient was hospitalized. The outcome of the events uterine rupture, arthralgia and abdominal pain was unknown. The reporter's causality assessment between the uterine rupture, arthralgia and abdominal pain and suspect vacuum-induced hemorrhage control system (jada system) was not reported. Upon internal review the event uterine rupture considered to be serious for the following reason: required intervention (devices) and medically significant. This is one of the two reports received from the same reporter. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
The model number information was not reported or not known by the reporter. Hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/marketing this model. Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.